Manufacturer narrative:
Control lot: 20miu/ml, hcg urine lot: hcg110216-01, 100miu/ml, hcg urine lot: hcg100513-01; 208.9iu/ml, hcg urine lot: hcg110216-04. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No product deficiency was established; corrective action not required at this time.

Event description:
Caller alleged false negative hcg results using consult diagnostics hcg cassette. Pt presented for kitted pregnancy test and resulted negative after five minutes. Pt did not believe this was true and a serum hcg was run resulting in 88 miu's. Test was read at about five minutes, as a timer was not used. Control lines looked strong. External controls not run. Sample was clear and free of debris. Caller does not know at what time of day sample was collected. Pt medical history is not known. Original negative result was not acted upon.